Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. On an unspecified date and time, the device was programmed to deliver normal saline and the delivery was started. No further programming parameters where provided. After an unspecified length of time the device was programmed for piggyback delivery of an unspecified concentration of vancomycin and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported that the nurse noted moderate size air bubbles distal to the device with no device alarm. At that time, the nurse stopped the delivery. The customer contact reported no air reached the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by appropriately alarming when air was present in the tubing distal to pump. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicated channel a of the device was programmed on (B)(6) 2012 at 1049, for piggyback delivery of vancomycin 2000mg/500ml, with a 250ml/hr rate, a 500ml vtbi (volume to be infused), for a calculated duration of 2 hours and the delivery was started. At 1214, the piggyback delivery was stopped. Between 1216 and 1210, a call back alarm occurred, was cleared, silenced and the cassette was ejected. Between 1219 and 1221, the cassette was loaded and piggyback delivery was resumed. At 1249, the piggyback delivery was stopped. Between 1251 and 1254, a callback alarm occurred and was silenced. Between 1256 and 1348, a call back alarm occurred and was silenced 16 times. At 1348, the callback alarm was cleared and the piggyback delivery was resumed. At 1349, the piggyback delivery was stopped, indicated 1885ml delivered, standby mode entered and the shift totals cleared. At 2044, the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.